Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 275cc breast implant and experienced a deflation on the left side post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 12/18/2019, the mentor failure analysis lab received the device for evaluation. On 11/23/2019, mentor became aware that the patient underwent device removal on (B)(6) 2019. Mentor also became aware of the correct catalog and lot number of the impacted product. Brand name, UDI number, manufacturing and expiration dates were also updated. On 12/5/2019, the product investigation was completed. Device investigation summary: during visual evaluation of the sample it was noticed an area of shell abrasion within crease in the posterior view. Within area of shell abrasion a tear was noted, measuring approximately less than 0.1 cm. No other anomalies were observed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Shell abrasion and crease are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on (B)(6) 2019, mentor became aware that the patient is scheduled to undergo device removal on (B)(6) 2019. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation manufacturer's reference number: (B)(4).